Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).the customer's reported condition of a colleague infusion pump with a bad display was confirmed and reproduced. The root cause was determined to be a faulty main display. The main display was replaced to correct the reported condition.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a bad display. This condition has the potential to cause an interruption of delivery. This condition was found in the critical care department upon programming/setup. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.